Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f02 captures the reportable event of death. Imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding/blood loss. Imdrf patient code e2114 captures the reportable event of perforation. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the gastric area to treat necrotising pancreatitis during an endoscopic ultrasound (eus) pancreatic collection drainage performed on (B)(6) 2026. The patient was transferred from (B)(6) hospital to (B)(6) hospital to perform the procedure. During the procedure, the physician prepared a 10 x 15 axios stent and was able to deploy it. Additionally, a double pigtail stent was placed through the axios with one end in the collection and the other end of the plastic stent in the stomach. The reason was because the doctors assessment is that by placing a double pigtail through the axios as the collection collapses it should protect the back wall of the collection from rubbing against the metal of the axios. The procedure was a success, and the patient was able to be transferred back to gosford hospital in stable condition. The patient did well after the procedure and was discharged, however, that sunday the patient went back to the emergency department with hematemesis. Unfortunately, the patient was pronounced dead on (B)(6) 2026, suspected due to blood loss. It was stated that an autopsy will not be conducted. However, the physician reported that the device may have been at fault due to the collapsing collection of the stent, which perforated a vessel on the back wall of the collection. The stent was left implanted.